Event description:
It was reported that during routine testing, the cardiosave intra-aortic balloon pump (iabp) units displayed showed automatic inflation failed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4; d9; d8; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion and component code; h11. Corrected field: b5. The following was performed by (B)(4), technician of the maquet failure analysis and testing (fat) department wayne. The failure analysis and testing department received the following part associated with this complaint: asco drive manifold assy. This part was received with a reported unit failure message of fails leak tests. Performed visual inspection of this part received and part looks in good condition. Installed drive manifold assy into the cardiosave test fixture and tested to the cardiosave service manual. Performed all manifold leak tests and passed within the specification. The fat dept. Could not verify the failure message of fails leak tests. Drive manifold assy, passed testing. Retaining drive manifold assy, in the fat dept. Root cause grid: noc. A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer reported the failure of automatic inflation. The equipment and fault code records were checked on-site at the hospital to confirm the fault reported by the customer. The drive manifold assembly was replaced. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
It was reported that during routine testing the cardiosave intra aortic balloon pump (iabp) had autofill failure alarm. There was no patient involvement or adverse event reported for the issue.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during routine testing, the cardiosave intra-aortic balloon pump (iabp) units displayed showed automatic inflation failed. There was no patient involvement.